Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information skin irritation, kidney disease/toxicity. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information skin irritation, kidney disease/toxicity. Device has not been returned to the manufacture for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. After the multiple attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section b: FDA product code has been updated. In section e: reporting institution name has been updated. In section h: patient outcome code grid, evaluation method code grid, evaluation results code grid, conclusion code grid and recall (z) number has been updated.